Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an ablation interventional procedure. Reportedly, the tip of the proglide device was deformed (crushed) when it was removed from the packaging. There was resistance when the proglide device was attempted to be back loaded onto the guidewire that was inside the patient anatomy. Therefore, the proglide device was not inserted into the anatomy. The suture of a new proglide device was successfully pre-placed and the ablation procedure was completed using the same 8f sheath. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported no similar incidents reported for this lot. Reportedly, the device as used after damage was noted. It should be noted that the electronic perclose proglide instructions for use (IFU) states: do not use the perclose proglide smc device or accessory if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 2017- improper or incorrect procedure or method- use after damage was added.